Event description:
Issue started on (B)(6) 2012. The customer reported a leak caused by tubing attached to the photoactivation chamber coming loose during treatment. The event occurred during rinsing of the 5th cycle. The customer noticed a leak from the photoactivation plate. The tubing going into the photoactivation chamber came loose. The customer aborted the treatment. The cells from the treatment bag where returned to the pt manually.

Manufacturer narrative:
(B)(4). The photoactivation module had been cut away from the kit before it was sent for examination and its line sealed. The lines were opened, the module drained and then rinsed with 10% bleach solution. A small syringe was attached to the tubing on one side of the module and the tubing on the other side was clamped. Air was pumped into the module with the syringe and the pressurized module held under water. No bubbles were seen, so pressure was applied again. No bubbles were seen again, but then the large diameter tubing on the inlet side of the module was bumped by mistake. The entire piece of tubing moved and then bubbles were seen coming from the joint between the tubing and the inlet port. The module was removed from the water-filled sink and the tubing was removed from the port on the module that it should have been sealed to. It is highly unlikely that the seal failed when the tubing was bumped during testing, since the customer noted "loose tubing" in the complaint description above, but it is likely that the seal did not leak the first time it was testing because the tubing was re-inserted by the customer just well enough to remain sealed for the pressure applied. The returned product was evaluated and the leak at the photoplate tubing was confirmed. The root cause for the tubing leak is an operator assembly error where the tubing was not fully inserted into the bottom of the bond socket. Harmac conducted refresher training with the operators who perform this operation. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).